Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient disconnected a bag and then reconnected a new solution bag. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding the machine taking too long to prime. The registered nurse (rn) kept pressing stop and go. Then the rn stated since it did not say ''connect yourself'' they unspiked the final line bag and replaced it with another bag. The hc then beeped displaying ''connect yourself.'' The tsr advised the rn since the rn unspiked the bag, they should not use that set up. The tsr advised the rn that the hp may become infected with the outside air in their system. There was no patient injury or medical intervention indicated at the time of the initial report.